Manufacturer narrative:
H6 updated clinical codes to include 2069 - seroma and 1930 - unspecified infection.

Manufacturer narrative:
Correciton: b1 should be adverse event b2 should be other serious (important medical events) h1 should be serious injury h6 health effect - clinical code should include 1930 - unspecified infection h6 health effect - impact code should be 4614 - serious injury/ illness/ impairment.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15821. It was reported that the patient presented in clinic for a follow up. It was revealed that the patient's had a pocket seroma. The implantable cardioverter defibrillator pocket was revised on (B)(6) 2021. During the procedure, an x-ray revealed that the right ventricular lead was dislodged. The lead was removed and replaced. There were no patient consequences.